Manufacturer narrative:
Device testing revealed results within normal limits. Programming adjustments were made which helped the facial nerve stimulation. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. A CT scan revealed no anomalies. The recipient is wearing the device. The recipient will be monitored per center protocol. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced non-auditory sensations when adjusting volume to the highest setting. The recipient was reportedly hospitalized. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.